Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, contaminated float switch, reservoir, and tank cover. Faulty speaker on printed circuit board (pcb), corroded drain fitting, cracked tank cover, and old faded front cover. Per functional testing, the alarms were triggered and the light emitting diodes (led's) flashed but there was no sound from the speaker confirming the complaint. The cause was a faulty pcb which contains the speaker. Replaced the float switch, pcb, drain fitting, membrane switch, enclosure, tank cover, front cover and performed preventative maintenance (pm). The device passed functional testing after the repairs.

Event description:
It was reported that the device has no audible alarm. This issue was found during testing. There was no patient involvement, and no patient harm/adverse event reported.